Manufacturer narrative:
The batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Analysis of bat314599 revealed that the device failed visual inspection due to a tear on the battery's output cable. The tear did not affect the functionality of the battery or the ability of the battery to connect to a controller properly. Analysis bat314412 revealed that the device failed visual inspection due to a damaged pin within the battery's connector. The damaged pin did not allow the battery to connect to a controller. The most likely root cause of the reported event can be attributed to a damaged pin within bat314412's connector, possibly attributed to the handling of the battery. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - bat314599 / 1650 / manufacturing date: 02/06/2016 / expiration date: 02/28/2017 (B)(4).

Event description:
It was reported from the site that the patient brought 2 batteries to the clinic. He reports that they weren't staying connected to either power port on the controller. Site electively exchanged the two batteries and it was stated that there were no effect on patient. No additional information available.